Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to chronically high shock impedance that continued to rise. The physician decided to replace this lead to avoid any adverse events with a high shock impedance in the event of a spontaneous episode requiring a shock. No additional adverse patient effects were reported.